Event description:
It was reported that this pacemaker exhibited a pacemaker mediated tachycardia (pmt); however, technical services (ts) was unable to definitively confirm whether the pmt episode was true. Additionally, the healthcare professional (hcp) commented that the device appeared to be undersensing an atrial flutter episode. Ts reviewed the episode and indicated that the findings were suggestive of either retrograde conduction associated with ventricular pacing, based on the timing and pmt events, or functional loss of atrial capture, with the sensed atrial activity representing the patient underlying p wave. Ts suggested performing retrograde testing in office and provided programming recommendations. Additional information is being requested from the field. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.